Event description:
Technician alleged that the foot hi/low drifts down over an extended period of time. No pt impact.

Manufacturer narrative:
The technician replaced the foot hi/low down hydraulic valve to resolve the issue.